Event description:
A discordant vitamin d result was obtained on the advia centaur xp for one patient. The sample was manually diluted and repeated on the same system and then repeated neat. The discordant patient result was not reported to the physician. There is no known report of adverse health consequences due to the discordant vitamin d result.

Event description:
A discordant vitamin d result was obtained on the advia centaur xp for one patient. The sample was manually diluted and repeated on the same system and then repeated neat. The discordant patient result was not reported to the physician. There is no known report of adverse health consequences due to the discordant vitamin d result.

Event description:
A discordant vitamin d result was obtained on the advia centaur xp for one patient. The sample was manually diluted and repeated on the same system and then repeated neat. The discordant patient result was not reported to the physician. There is no known report of adverse health consequences due to the discordant vitamin d result.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. Upon evaluating the instrument, the fse observed serum build up around the dispense port. The fse cleaned the area, checked and adjusted the reagent probe alignment. The fse also proactively rebuilt the sample probe assembly, replaced the diluter and then ran qc. The instrument is performing within specifications. No further evaluation of the device is required. Update: 02/23/2012: upon further investigation, it was determined that the root cause for the under recovering dilutions for the vitamin d calculation factor for 1:2 dilutions in test definitions cx and cy is incorrect. It is 0.9 and it should be 1.8. Update #2: 03/12/2012: additional information: all dilutions were manually diluted and this issue is not related to the urgent device recall notice (10811445).

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. Upon evaluating the instrument, the fse observed serum build up around the dispense port. The fse cleaned the area, checked and adjusted the reagent probe alignment. The fse also proactively rebuilt the sample probe assembly, replaced the diluter and then ran qc. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. Upon evaluating the instrument, the fse observed serum build up around the dispense port. The fse cleaned the area, checked and adjusted the reagent probe alignment. The fse also proactively rebuilt the sample probe assembly, replaced the diluter and then ran qc. The instrument is performing within specifications. No further evaluation of the device is required. Update: (B)(4) 2012: upon further investigation, it was determined that the root cause for the under recovering dilutions for the vitamin d calculation factor for 1:2 dilutions in test definitions cx and cy is incorrect. It is 0.9 and it should be 1.8.